Manufacturer narrative:
The device was returned d9 was updated.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high or saturated flow and temporary pump stop is likely due to material wear of the ball bearing about 12.5 days (300) hours into support which is outside the intended design life of 8 days according to dtm (B)(4).

Manufacturer narrative:
B5 was updated will additional information.

Event description:
Additional information was received that the product is available to be returned.

Manufacturer narrative:
The device was told to be saved and then should be returned. This is one of four related reports. This report represents an impella cp and other reports were/will be submitted to represent other impella devices that were used with this patient that experienced reportable issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left axillary/subclavian artery in a 53-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a motor current (mc) high and impella stop alarm, which resolved in a few seconds. Flows at 3.8l/min, appearing to have flow saturation. The impella was exchanged for an impella 5.5. The post-procedure outcome is survived at explant. The impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.